Manufacturer narrative:
A field service engineer (fse) went on-site a day after the event and found that the probe wipe rinse block was leaking. The fse replaced the probe wipe rinse block and this resolved the leak. The repairs were verified per established procedures. The cause of the leak was the probe wipe rinse block. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a few drops of fluid leaking from the probe of their coulter hmx instrument when run in open vial mode. The operators were wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat when the leak was discovered. No injury or exposure was reported and no patient samples or results were affected.